Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the insulin pump freezes as times. The customer¿s blood glucose was unknown. Customer mother mentioned customer usually insulin pump turns off pump and turns it back on which fixes the problem. The insulin pump will be returned for analysis.